Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that the customer was hospitalized on (B)(6) 2016. Customer's blood glucose was 329 mg/dl at the time of the incident and his current blood glucose was 225 mg/dl. Customer had high blood glucose and high ketones. Customer was vomiting and had nausea and stomach pain. Customer's blood glucose was high last night even after bolusing and this morning, he started vomiting and had stomach pains. Customer had high ketones, so he was taken to the emergency room. Customer was still in the hospital. Customer was wearing the pump at the time of the hospitalization. Caller stated that he has made changes to the basal for highs and because the customer is getting older. Caller mentioned that when they changed the set, there was a bent cannula. Caller was concerned that there was never a no delivery alarm. Caller was advised to do a complete set change and to call back to complete the high pressure test.